Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. High thresholds and loss of capture were noted and a dislodgement of the right ventricular (rv) lead was suspected. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.